Event description:
Terumo received the following reported information: the procedure performed was cerebral angiogram/stroke thrombectomy. It was unknown what procedure size sheath was used. The angio-seal sheath was inserted into sheath. Upon pulling the sheath back, the whole sheath was removed easily from the access site. It was confirmed that the footplate/anchor did not deploy out of the tip of the sheath, and the entire sheath came out of the patient¿s body. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The footplate did not deploy on pullback. It was unknown if a pre-deployment angiogram was performed. The patient was stable. Hemostasis was achieved by manual pressure. After this, the physician cut through the end of the angio-seal sheath to confirm that the anchor was retained there and not in the patient's vessel. The angio-seal sheath did not split or cut during deployment. The blood loss was less than 250cc.

Manufacturer narrative:
D4: catalog number: requested, unknown. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown catalog and lot combination. D4: UDI: unknown due to unknown catalog and lot combination. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: unknown. E3: occupation: rt. The product code/lot number combination was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.